Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic pulmonary bullectomy, during the resection of lung vesicles, the plastic head of the reload was broken. Another reload was used to complete the case. There was no patient injury.